Event description:
It was reported that (2) devices were used during a laparoscopic nephrectomy. It was reported by the rep that the er420 clip applier clips did not enter into the jaws straight. Another clip applier was opened and the same thing happened. Another device was used to complete the case. There was no consequence to the pt.